Event description:
Surgeon booked this case as a right total knee revision of s/p 12 years primary knee which had collapsed into varus secondary to prox tibial fx. Implants were removed using osteotomes with care to prevent bone loss. After removal of implants a triathlon ts was performed using the proper ts surgical technique. Implants were cemented into place. Surgeon performed rom and checked stability in which case he proceeded to put the final insert in and begin to close the wound.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Surgeon booked this case as a right total knee revision of s/p 12 years primary knee which had collapsed into varus secondary to prox tibial fx. Implants were removed using osteotomes with care to prevent bone loss. After removal of implants a triathlon ts was performed using the proper ts surgical technique. Implants were cemented into place. Surgeon performed rom and checked stability in which case he proceeded to put the final insert in and begin to close the wound.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown primary total knee. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.